Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) system was removed ¿a while ago¿ but the patient could not remember the year. The patient reported the ins system was removed due to weight loss and the wires getting all tangled up and shorted out. Additional information requested but had not been received as of the date of this report.